Event description:
It was reported the customer received an occlusion alarm. Reportedly, cartridge was cracked. Customer experienced elevated blood glucose levels.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.